Event description:
On (B)(6) 2011, pt reported he found one last infusion set earlier today. Pt stated he connected the infusion set to his infusion device and ran a prime over 4 times and no insulin would drip out of the infusion set. Pt reported he then connected the same infusion set to his backup infusion device and on the first prime, insulin dripped within the first few seconds. Pt stated he is convinced that his infusion device is not working correctly. Pt reported he will stay on the backup infusion device. Pt stated all is working fine now that he is on his backup infusion device. Pt reported he feels like the infusion device is not pumping insulin through a certain times of the day which is contributing to his elevated blood glucose readings. No blood glucose readings were provided. Pt's normal blood glucose range is 70-140 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.